Event description:
When cement was used for medical procedure, there was no monomer in the ampoule. The ampoule was already opened. So, spare product was used instead of it and the procedure was completed.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was confirmed. The large tear mark and the discolouration marks throughout the unit carton indicate contact with liquid monomer. The broken vial indicates that the source of the liquid monomer came from within the unit carton. The leaking liquid monomer would have deformed the liquid blister, discoloured the unit carton and caused it to stick to another unit carton which resulted in the tear mark. The unit carton appears to have been subject to compression and excessive handling which most likely resulted in the breakage of the liquid ampoule and subsequent damage noted. Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other similar reported events for the lot. Based on the device evaluation, the unit carton appears to have been subject to compression and excessive handling which most likely resulted in the breakage of the liquid ampoule and the subsequent damage noted. It is not possible to determine when the monomer ampoule was fractured. Ncr (B)(4) was raised in (B)(6) 2010 to address a trend noted for damage to simplex packaging. This trend was based on the volume of complaints received associated with packaging damage for simplex product. Upon application of adverse trend detection it was determined that the rate is within the risk acceptability criteria. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects.

Event description:
When cement was used for medical procedure, there was no monomer in the ampoule. The ampoule was already opened. So, spare product was used instead of it and the procedure was completed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.